Event description:
During a hand assisted sigmoid colectomy procedure a leak was detected after circular stapler 29mm digital loading unit. The procedure was converted to an open laparotomy to repair the leak.